Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology, 80 % stenosis). Inherent risk of procedure (stent deformation). Deformation issue (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology, 80 % stenosis). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician intended to use a 2.50 x 30 mm endeavor resolute rx drug eluting stent. The target lesion had 85 % stenosis and was located in the lcx. The device was prepped prior to use with no issues noted. The lesion was pre dilated but the device could not pass through the lesion. The physician used a new device to complete the surgery (same model). No patient complications are reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th, 5th, 6th and 7th distal segments were misaligned with slightly raised struts, the 9th and 10th distal segments were deformed, the 13th and 14th distal segments were also deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.